Event description:
On december 12, 2019, a reporter for the lay-user/patient contacted lifescan (lfs) USA, alleging an issue with the results on the patient¿s unspecified onetouch meter. The complaint was classified based on the customer service agent (csa) documentation, since the reporter was unable to be reached by phone for additional information. The reporter stated that the alleged issue occurred on (B)(6) 2019. The csa was unable to verify the results obtained with the subject meter. It was not reported if the patient takes any medication to manage their diabetes or if they made any changes to their usual diabetes management regimen due to the alleged issue. The reporter claimed the patient developed symptoms as a result of the alleged issue however the csa could not obtain details about the physical symptoms experienced. The reporter claimed the patient received treatment at hospital on (B)(6) 2019 due to using expired test strips however no further details could be obtained. Troubleshooting was unable to be performed. The reporter was unable to be contacted to verify the adverse event. However, this complaint is being reported because the patient reportedly received medical intervention while using expired test strips and there is insufficient information to rule out the contribution of the subject device to the event.